Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics. Moisture damage was found on the motor also. Pump had cracked case at display window corner, battery tube threads, and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, there was a constant low buzzing. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.